Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was also reported that a cartridge did not fit onto the pump and that damage to the pump housing caused cartridges not to fit securely onto the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned